Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "fire starting in the battery compartment" was confirmed in the pump's event history. The root cause of the reported condition was assigned to a positive battery connector short to the center housing. The user interface module printed circuit board, main batteries and other affected components were replaced in order to correct the reported condition. This issue is being investigated through CAPA. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by baxter service personnel, a colleague infusion pump was found with fire starting in the battery compartment. This event occurred when the device was placed in the decontamination cart. The fire lasted for a short period of time and went out by itself. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.